Manufacturer narrative:
"Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed." D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown b.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes did not draw to fill line, the tube ruptured, and blood squirted out. The following information was provided by the initial reporter. The customer stated: "since the tube did not draw up to the 6ml line, the customer used a syringe to collect blood. Then the tube ruptured and blood squirted out."